Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported damage near the balloon was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the 2.75x15 mm nc trek rx balloon dilatation catheter (bdc) was pulled out of the hoop without resistance, and the shaft, near the balloon was kinked. The nc trek bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. An unspecified bdc was used to complete the procedure. No additional information was provided. Returned device analysis revealed an inner member break at the proximal balloon marker.